Manufacturer narrative:
The impacted product was received by the failure analysis lab on october 7, 2021. The investigation of the returned device was completed by the failure analysis lab on october 13, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Hypertrophic scarring may result from delayed/impaired wound healing. Skin tension is frequently implicated in hypertrophic scar formation. Abnormal scar healing commonly involves areas of high skin tension. Other factors implicated in the etiology of abnormal scar formation include wound infection or anoxia, a prolonged inflammatory response, and wound orientation different from the relaxed skin tension lines. Hypertrophic scarring is a known complication associated with any surgical incision and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hypertrophic scar. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who had 700cc mentor memorygel breast implants placed experienced right sided capsular contracture, right sided implant exposure, and the presence of a hypertrophic scar post procedure. As a result, explant was performed on (B)(6) 2021. See 1645337-2021-11188 for contralateral prosthesis report.